Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6932-65 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm and all therapies from the implantable cardioverter defibrillator (ICD) device failed to convert the rhythm. Telemetry strips showed the device did not deliver therapy toward the end when external defibrillation was required to rescue the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.